Event description:
It was reported that the large needle driver instrument has a scratched shaft. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube has various deep scratches with material removed on one side of the tube. The scratches are all under .300 inches in length and are randomly oriented to the tube axis. Based on the location and appearance, the scratches are most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnections of the instrument tip.